Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "at the end of the startup, the device began to buzz.". There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(6) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "at the end of the startup, the device began to buzz.". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. A detailed investigation was performed by an expert from the technical service: the investigation confirmed the issue reported by the user. The device did not start-up successfully and began to buzz at the end of the selftest. The technician on site identified a defective controlboard (part n° msp161502) as the root cause of the issue and replaced it. After the replacement of the control board the ventilator was tested successfully and is back in use. This incident happened during start-up and the device gave an alarm in order to notify the user. However, if this defect occurred during ventilation a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed as reportable.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "at the end of the startup, the device began to buzz.". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.